Event description:
Caller reported a cgm error 42 related to their g7 sensor. No adverse impact to the customer¿s blood glucose level was mentioned. After contacting technical support, the customer was guided through a complete pump reset, and the issue was resolved as the pump did not display the cgm error code again. The customer successfully started their sensor session afterward.